Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the leakage could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the leakage phenomenon was newly confirmed during inspection by the repair department. Based on cases from the past, it is possible that this is a failure of the electro-pneumatic proportional valve, but olympus was unable to confirm this definitively. A definitive root cause for the panel damage could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the panel film peeling was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit had leakage due to the pneumatic-electric proportional valve failure. Additionally, the front panel had peeling film. There was no patient involvement.